Event description:
Home pt reports fluid is overflowing from pt connector of homechoice set during prime. Pt reportedly stacks supply bag on top of heater bag during prime and pt's spouse typically holds pt line while pt holds plastic bag to capture overflow of fluid during prime. Pt reports no injury or medical intervention as a result of incidents.